Manufacturer narrative:
Block h6: evaluation conclusion code d17 is being used to capture that the event is no longer reportable. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block b5 (describe event or problem), h6 (device code)

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2021-07989 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2021-07990 pertains to the second resolution 360 clip device, and manufacturer report # 3005099803-2021-07991pertains to the third resolution 360 clip device. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the right colon during a colonoscopy with polypectomy procedure performed on (B)(6), 2021. During the procedure, the physician tried to close a bleeding tissue; however, the clip malfunctioned and was unable to be deployed despite handle manipulation. The same event happened with the second and third resolution 360 clips. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2022*** it was reported that; the clip malfunctioned and was unable to be deployed, it seemed to be released from the deployment catheter, and the clip connected to the catheter was not responding to any ergonomic motion from the technician controlling the clip. The reported events may suggest that the control wire ball weld may have broken prematurely.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2021-07989 pertains to the first resolution 360 clip device, this report pertains to the second resolution 360 clip device, and manufacturer report # 3005099803-2021-07991 pertains to the third resolution 360 clip device. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the right colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2021. During the procedure, the physician tried to close a bleeding tissue; however, the clip malfunctioned and was unable to be deployed despite handle manipulation. The same event happened with the second and third resolution 360 clips. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2021-07989 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2021-07990 pertains to the second resolution 360 clip device, and manufacturer report # 3005099803-2021-07991 pertains to the third resolution 360 clip device. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the right colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2021. During the procedure, the physician tried to close a bleeding tissue; however, the clip malfunctioned and was unable to be deployed despite handle manipulation. The same event happened with the second and third resolution 360 clips. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.